Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer was trying to change her infusion set and the insulin pump alarmed no delivery. Customer also reported high blood glucose readings. Customer's current blood glucose reading is 400 mg/dl and has treated with a manual injection. No further information reported.